Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is device exchange due to patient product concern..

Event description:
Healthcare provider reports left side exchange due to concerns with the product. Additionally hcp reported deflation discovered during surgery. Device has been explanted.